Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported valve malfunction and air/gas in device issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent tunneled hemodialysis hd catheter placement. During the placement of a tunneled hemodialysis hd line, it was reported that the valve of the peel-away sheath malfunctioned and did not prevent air from entering the patient's venous system. Immediate corrective actions included placing the patient on a higher oxygen level and positioning them on their left side. The patient was stabilized, and the physician deemed it safe to continue and complete the procedure. However, upon returning to the ward, the patient began to decompensate, requiring intubation and transfer to the ICU for further management. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent tunneled hemodialysis (hd) catheter placement. During the placement of a tunneled hemodialysis (hd) line, it was reported that the valve of the peel-away sheath malfunctioned and did not prevent air from entering the patient¿s venous system. Immediate corrective actions included placing the patient on a higher oxygen level and positioning them on their left side. The patient was stabilized, and the physician deemed it safe to continue and complete the procedure. However, upon returning to the ward, the patient began to decompensate, requiring intubation and transfer to the ICU for further management. The current status of the patient is unknown.